Event description:
Proximally at the skull base, a dissection with a pseudoaneurysm formation was noted. According to the physician, this was due to the 8f balloon guide catheter which was most likely over-inflated. Subsequent runs demonstrated that this pseudoaneurysm was actively extravasating and a small hematoma was palpable in the neck. The physician decided to repair this pseudoaneurysm with a stent graft. The following morning, the patient died due to the progression of stroke.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for 8f balloon guide catheter devices that were shipped to the site, lot numbers were reviewed and no anomalies were found that are related to this complaint. The current device instructions for us (IFU) lists vessel dissection as known complication. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.